Event description:
It was reported to philips that the battery for the device was defective (19018-0001-p). There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was further indicated that the battery was not recognized when inserted into the cadex charger and yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Due to the condition of the battery, calibrations could not be completed and the battery was confirmed to be faulty. Upon response from the vendor, it was verified that the battery for the unit was faulty due to a failure in the analog front-end (afe_c) activation. This condition disables communication and voltage output. No further evaluation was requested.

Manufacturer narrative:
Additional info: b5 - added vendor response. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery for the device was defective (19018-0001-p). There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was further indicated that the battery was not recognized when inserted into the cadex charger and yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Due to the condition of the battery, calibrations could not be completed and the battery was confirmed to be faulty.

Event description:
It was reported to philips that the battery for the device was defective ((B)(4)). There was no patient involvement.